Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate mode switches to atrial tachy response (atr) due to oversensing of noisy signals. This device remains in service. No adverse patient effects were reported.